Event description:
It was reported that this implantable pacemaker device exhibited premature battery depletion (pbd). Boston scientific technical services (ts) determined that the battery diagnostic data indicates that the power consumption of this device has been increasing for over a year. Replacing the device and returning it for detailed analysis was recommended. Subsequently, this device was explanted. The device was received in the laboratory and found excess hydrogen on the device case. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. This report contains and update to the h6 component code as well as notification that this device is now under advisory.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. (B)(4).

Event description:
It was reported that this implantable pacemaker device exhibited premature battery depletion (pbd). Boston scientific technical services (ts) determined that the battery diagnostic data indicates that the power consumption of this device has been increasing for over a year. Replacing the device and returning it for detailed analysis was recommended. Subsequently, this device was explanted. No additional adverse patient effects were reported.